Event description:
A report was received that, during a routine explant procedure, five paddle lead contacts were dislodged when the physician was removing the paddle lead that was adhered on the dura. All five contacts were removed from the patient. The patient was reportedly doing well following the procedure.

Event description:
A report was received that, during a routine explant procedure, five paddle lead contacts were dislodged when the physician was removing the paddle lead that was adhered on the dura. All five contacts were removed from the patient. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed electrical and performance tests performed. The ipg was received in the cis lab with the lead was stuck in the right port of the header. The set screw was loose but the lead couldn't be pulled out. The set screw fits fine into the connector block. There are no anomalies with the set screw or connector block. Further inspection revealed that the retention sleeve of the associated lead was deformed and it was stuck in the connector block. Visual inspection found that lead was cut approximately 17 inches from the paddle end. In addition, electrode #7, 8, 14, 15 and 16 are dislodged from the paddle end. The damage was consistent to the damages that occur during an explant procedure. One of the proximal end was stuck in the 2-r port of the ipg. The retention sleeve was deformed and it resulted in the inability to remove the proximal end from the header. The root cause of the damage is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4) description: implantable pulse generator.